Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. Analysis revealed the ventricular set screw was missing upon receipt. The missing set screw is consistent with having been lost during procedure and being the cause of the high impedance measurements. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during an implant procedure that the setscrews of the implantable cardioverter defibrillator (ICD) were unable to be tightened and that there was high pacing impedance measurements. The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient condition was stable.